Event description:
Upon initiation of irrigation through handpiece and tubing, brown liquid with black particles was ejected into open surgical site. Further investigation: black particles appear to be oil as per physician. Device was then examined by infection control nurse. She found black oily specks in the device spray nozzle.